Event description:
The affiliate reported the customer alleged fluid leaked from the modular chemistry tricontinent syringe involving unicel dxc 800 synchron system. The customer indicated creatinine reagent had leaked and dried; the content was contained. Patient results were not generated. There was no report of operator injury or adverse effect associated with this incident. The field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
Onsite failure investigation indicated dried creatinine reagent near the bottom of the barrel. The investigator performed a baseline quality control (qc) synchron controls for levels 1, 2, and 3 with passing creatinine. The investigator installed the pump barrel with plunger into the creatinine cup module and primed ten times. No fluid leak was observed from the pump. Quality control and precision test were performed and passed. On (B)(4) 2012, the investigator performed daily maintenance calibration and quality control and reran precision test, which passed. The investigator examined the creatinine pump and discovered the barrel was leaking from the bottom of the plunger. The cause of the incident is due to early wear. The field service engineer (fse) replaced the modular chemistry tricontinent syringe and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).